Event description:
A mocrosensor was implanted in the pt. The microsensor was working within expectations. The pt was sent for an magnetic resonance imaging, after the magnetic resonance imaging the sensor did not work. The device was explanted.